Event description:
Info received indicates the left intermediate siderail is cracked, preventing the siderail from latching properly.

Manufacturer narrative:
The tech replaced the left intermediate siderail to repair the bed.